Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader caught on fire while it was charging. Customer reported that the freestyle libre reader was plugged when it caught on fire. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that their freestyle libre reader caught on fire while it was charging. Customer reported that the freestyle libre reader was plugged when it caught on fire. There was no report of death, serious injury, or mistreatment associated with this event.